Manufacturer narrative:
Patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. The 510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown spine procedure performed on (B)(6) 2018, the blue mixing handle of the vertecem v+ mixer could not be moved and thus cement could not be mixed. Therefore, a second kit was opened and the cement could be mixed with the second kit but only with a lot of force. The new cement kit had to be opened to complete the procedure. Surgery was delayed for approximately ten (10) minutes in order to open the new kit. Procedure was completed successfully with no patient harm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 07.702.016s, synthes lot number: 7c53190 , manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 14.jun.2017 , expiry date: 01.mar.2020 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.